Event description:
The actual volume removed from the pump at refills had been more than expected for awhile; the volumes were not reported. The patient began showing withdrawal approximately 2 weeks ago; the symptoms were not specified. The pump was replaced. The patient recovered without sequela. There was no patient injury. The device system was used to deliver morphine.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.